Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, no downstream occlusion alarms occurred. A review of the event history log (ehl) revealed 'downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified but no component issue was identified. No pump correction is required for the reported issue. During evaluation of the pump the 2nd and 3rd soft keys were found hard to press. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion with no medicine. This occurred during in the biomed service department. There was no patient involvement. No additional information is available.